Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported of a prime anomaly from the insulin pump. The customer's blood glucose reading was 7 mmol/l. The customer stated that the plunger did not stop when it touched the reservoir. The customer stated that all insulin poured outside. The customer will be sent a replacement pump.